Manufacturer narrative:
(B)(6).(B)(4).

Event description:
It was reported that during an unknown procedure that the anchor was not pulled out from inserter. The device did break in the patient and was removed, however, the hole was left empty and a new one was prepped for the backup device after a ten minute delay. A tap was used. The patient is reported to be okay post-operatively.